Event description:
Reference number (B)(4). Event occurred in germany. The patient's mother reported that her son experienced that there was a leaking in the catheters at abdomen/buttocks on (B)(6) 2024. The patient's mother also reported that her son had used up several catheters and had to change them daily. The infusion set was in use for one day. No further information was available.

Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.